Manufacturer narrative:
This is 1 of 3 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that when the ro marker (radiopacity marker) on the pusher wire was at the appropriate point lined up with the proximal microcatheter marker, it appeared that excess delivery wire was outside of the microcatheter tip. A headway duo (non-stryker) microcatheter was used in the procedure. Additional information provided by the customer indicated that no anomalies were noted to the subject device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure, the coil was successfully implanted, there was no damage noted to the microcatheter tip, and the microcatheter tip was not shaped by the physician. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of 'undeterminable' will be assigned to the as reported 'ro marker band misaligned'

Event description:
It was reported that when the ro marker (radiopacity marker) on the pusher wire of the subject coil was at the appropriate point lined up with the proximal microcatheter marker, it appeared excess subject coil delivery wire was outside of the microcatheter tip. The subject device was implanted, and the procedure was completed successfully using additional coils. No additional information available.